Event description:
During an in-clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no abnormalities. No intervention has been performed. The patient was stable and will continue to be monitored.